Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss or change in therapy ((B)(6) 2016). He went to the bathroom 6 times over night; he increased amplitude from 4.1v or 4.2v to 4.8v. He was feeling stimulation. The patient had an appointment on (B)(6) 2016 which was the first since implant. He was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.